Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery, left groin exploration, explanation of abdominal wall mesh, triple neurectomy, an epididymectomy, and orchiectomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the onlay implant, the patient experienced recurrence, pain, chronic left epididymal pain and orchialgia, epididymis enlarged, scar tissue, adhesions, spermatic cord involvement, and orchitis. Post-operative patient treatment included revision surgery, left groin exploration, explanation of abdominal wall mesh, triple neurectomy, an epididymectomy, spermatic cord freed up, and orchiectomy.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left groin exploration, explanation of abdominal wall mesh, triple neurectomy and a repair recurrent, direct left inguinal hernia. He had revision surgery 3 years and 10 months post surgery. The patient experienced pain.